Event description:
It was reported that removal difficulties and break occurred. A severely stenosed lesion was located in a severely tortuous and severely calcified ostium right coronary artery (rca). A 4.50 x 24 mm synergy megatron stent balloon and wolverine coronary cutting balloon were selected for percutaneous coronary intervention (pci) procedure. The target lesion was pre-dilated with a wolverine coronary cutting balloon. During removal, the balloon could not be pulled out. The balloon detached when a force was exerted to remove the device. The device removed and the synergy stent was deployed to treat the target lesion. However, when attempting to retract the balloon, significant resistance was encountered, making its removal problematic. The operator had to exert considerable force in an attempt to extract the balloon, which unfortunately resulted in the shaft was broken. The device removed with guidewire and the procedure was completed successfully, and there were no patient complications reported.

Event description:
It was reported that removal difficulties and break occurred. A severely stenosed lesion was located in a severely tortuous and severely calcified ostium right coronary artery (rca). A 4.50 x 24 mm synergy megatron stent balloon and wolverine coronary cutting balloon were selected for percutaneous coronary intervention (pci) procedure. The target lesion was pre-dilated with a wolverine coronary cutting balloon. During removal, the balloon could not be pulled out. The balloon detached when a force was exerted to remove the device. The device removed and the synergy stent was deployed to treat the target lesion. However, when attempting to retract the balloon, significant resistance was encountered, making its removal problematic. The operator had to exert considerable force in an attempt to extract the balloon, which unfortunately resulted in the shaft was broken. The device removed with guidewire and the procedure was completed successfully, and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: a 4.50 x 24 mm synergy megatron stent delivery system (sds) was returned for analysis. Visual, tactile, microscopic and functional analysis was performed on the device. There were no issues noted on the hypotube shaft. A visual, tactile examination and microscopic inspection of the outer and inner lumen and mid-shaft section found it to be stretched and a break at the site of the wire exchange port, 29.5cm from the tip of the device. There was no stent attached to the device; the stent was successfully delivered within the patient. Balloon cones were reviewed and was subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Inspection of the remainder of the device presented no other damage or irregularities.